Event description:
Information received indicates, the brake will not hold.

Manufacturer narrative:
The technician found that the detent mechanism, cam pivots, and casters were worn causing this issue. The technician replaced the detent mechanism, cam pivots and casters to repair the bed.